Event description:
Physician was attempting to remove the intra aortic balloon from patients right (r) femoral artery, the balloon became entrapped (cause unknown) bunching into an accordian shape. The balloon was already completely deflated but would not pass through the sheath. Operating room notified, to sicu with anesthesia patient placed on general anesthesia while two (2) surgeons performed an embolectomy with removal of the intra aortic balloondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other, other. The device was not destroyed/disposed of.